Manufacturer narrative:
The accounts biomed cleaned and lubricated the head drive screw assembly to repair the bed.

Event description:
The account alleged the head of the bed was drifting down only when weight is applied.